Event description:
It was reported the catheter is faulty (drug leakage). No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 24cm powertrialysis t/l dialysis catheter. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion; however, when flushing the purple-luered lumen, a spraying leak was observed just distal of the molded joint. Microscopic inspection of the leak site revealed a v-shaped split. The split exhibited sharply defined features. The fracture edges exhibited a glossy texture. The fracture features were consistent with damage caused by contact between the catheter and a traumatic instrument, such as a needle tip. The blood residue suggested that contact occurred during device use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the catheter is faulty (drug leakage). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak could not be confirmed due to poor sample condition. One photo sample of a 24 cm trialysis catheter was provided for evaluation. The photo shows the extension legs and proximal portion of the catheter. Blood residue is present within the device. The presence of damage or leak location could not be clearly determined from the image provided. Based on the description of the reported event, possible contributing factors include sharp instrument damage and catheter damage during use. Since the reported issue could not be confirmed from the image provided, the complaint remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the catheter is faulty (drug leakage). No other information was provided.